Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow module was intermittently working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the customer flow pod assembly using a laboratory use only (luo) small roller pump along with luo flow sensor and a luo water loop connected in ambient temperature to perform as normal. The flow module performed as expected for 18 hours 40 minutes without errors logged. Per data log analysis, it was determined that the log only covers (B)(6) 2020 (when the log was exported) and (B)(6)2019. There was a little over 10 minutes of log entries on (B)(6) 2019, most occurred in about one minute. It looks like the flow sensor was detecting intermittent air or not fully coupled to the tubing. This caused many events which quickly flushed the log.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.